Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump. The customer attempted to clear the alarm by pressing the esc and act buttons, but the alarm persisted. The customer's blood glucose was unknown. The customer stated that they used the (B)(6) alkaline battery. The customer stated that they had to discontinue use of the insulin pump and revert to manual injections until the replacement insulin pump arrived. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. All the buttons functioned properly and no moisture damage on keypad traces. Keypad connector was fully locked. Unit had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.